Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The customer exchanged cuvettes and performed water bath exchange maintenance. The customer observed that one of the nozzles connected to the wash heads had visible dirt and another was loosely connected to the wash head, causing bubbles to form. The field service engineer replaced tubing. A damaged rinse station tube was shortened and re-fitted to restore proper function. All other rinse stations were checked and were ok. Probes were checked and cleaned. The cuvette fill levels were checked and were acceptable. A cell blank check was performed and passed. Patient sample comparison testing was performed and results were successful. All checks were completed successfully. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 8000 c702 module. The sample initially resulted in a glucose value of 19.1 mmol/l and it repeated as 8.84 mmol/l.